Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06681. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited noise and the right ventricular lead exhibited high capture thresholds. The patient was previously in an automobile accident and it was suspected that the lead was micro-dislodged. It was suspected that the noise was possibly electromagnetic interference. Isometrics was performed, and noise could not be reproduced. The other lead electrical measurements were normal. No intervention was performed. The patient would be continued to be monitored.